Manufacturer narrative:
The initial MDR 2432235-2015-00346 was filed on august 05, 2015.additional information (07/15/2015): the siemens customer service engineer (cse) replaced the interconnect wash board. Quality controls were run, resulting within range. The instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the wash 1 reservoir was empty, and no alarm sounded. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the wash 1 sensor cable was cut and the interconnect board failed. The cause of the discordant, falsely elevated tni-ultra results was due to an empty wash 1 reservoir. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur xp instrument. The discordant results of all samples except for patient (B)(6) were reported to the physician(s). Patient (B)(6) was treated with a high dose of "kardegic". The samples were repeated on the same instrument and resulted lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.